Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose was not impacted. Tandem technical support had the customer perform a system check and the cause appeared to possibly be related to the infusion set site; however, the customer indicated that a minimal amount of insulin was observed exiting from the infusion set tubing. The customer intended on changing the supplies on the pump.